Event description:
It was reported that after the initial implant procedure the right ventricular (rv) lead dislodged twice requiring two separate attempts at repositioning. Ideal measurements were achieved at each reposition; however, for each reposition the rv thresholds would rise to unacceptable levels either after twenty-four hours or immediately upon sitting the patient up. The lead was then explanted and replaced. It was also noted that there was bruising at the pocket site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, there was blood on the tip electrode, the proximal conductor was distorted, and visual analysis revealed apparent explant damage.